Manufacturer narrative:
The reported "during a usage on a patient, motor fault occurred. Event log showed "motor fault" twice. In addition, the harness was too loose when connecting to a new type power supply" was not duplicated.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator while on a patient experienced a motor fault alarm. The customer confirmed that there was no patient injury or harm associated with the reported issue.